Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured and the results were within specification. Performed a source measure unit (smu) test to check that the returned sensor's electronics were functioning properly. Observed the returned sensor's poise voltage values within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "sensor error" message on the adc device and was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as sweating, trembling, and feeling lightheaded and was unable to self-treat, requiring non-hcp third-party administration of juice, food, and glucagon for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "sensor error" message on the adc device and was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as sweating, trembling, and feeling lightheaded and was unable to self-treat, requiring non-hcp third-party administration of juice, food, and glucagon for treatment. No further treatment was indicated. There was no report of death or permanent impairment associated with this event.